Event description:
We have been informed about an incident. In a pacing and resuscitation procedure, a gs corpuls 3 defibrillator and multifunction defibrillation electrodes df23 were used. The electrode was applied on the chest and after a few minutes of pacing defibrillation and CPR were performed. The paramedic who used the defibrillation electrodes complained that the electrodes moved on the chest and developed very quickly a gap between the skin which caused "spike and burn of the skin". It was stated that "the skin of the patient was relatively dry, and there was no hair to shave". Because of the lack of information so far the location, size and severity of the burns are still unknown. Treatment of the wound, preparation of the skin and lot number of the electrode are also still unknown.

Manufacturer narrative:
As neither a lot number, samples or other further information have been made available to us, no analysis could be performed. It can only be speculated what the cause for the incident was and if the electrode or its packaging had been intact at the time of its use. The reporter is very sceptical, whether they can get any more information from the first reporter. However, the first reporter stated in her initial report that it had been an insulated incident, that she would continue to use the product and inform on any further problems. We will provide a follow-up report, if we will receive additional information. Otherwise, we consider the incident closed.